Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned. The suture measured 12.5 inches in length. Both anchors were intact and attached to the suture. The end of the suture was not frayed. Part of the suture appears to be soaked in blood. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. It's product labeling. A portion of the suture is visible. Both anchors are visible. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the suture drawing found a material of certification is required with each lot. Based on the condition of the product material found during visual inspection no breakage of the suture could be confirmed. Additional material testing is not required. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the suture of fast-fix 360 broke. Procedure was completed, after a non-significant delay (less or equal to 30min), with a back-up device. No patient complications were reported.